Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "patient reported that pump had a popping sound and the screen went blank. Then the heading appeared inverted on the screen, but the rest of the screen remained blank. Delay in therapy: yes. Need for medical intervention: yes. Human harm: yes. Death or serious injury: no." Additional information received on 17-dec-2015: "please provide a photo of the blank screen - not available. Pump screen is no longer blank. However, I don't want to provide for patient use, due to potential damage. What are the circumstances that led to the issue? Uncertain. Report provided details that were given to me by the nurse."